Manufacturer narrative:
The most likely cause of the failure was the protection circuit within the charger potentially determined the power supply was unable to safely meet the current draw and shut down the charging circuitry. The batteries were subjected to extended exposure to high voltage, from the battery charger resetting continuously because all four batteries were initializing at the same time.

Event description:
It was reported that the batteries melted while being charged. There was no pt involvement and no allegation of adverse consequences associated with this event.